Event description:
It was reported that the patient received vibratory notification; the left ventricular lead exhibited high impedance. On (B)(6) 2015, lead impedance was normal. No patient symptoms or intervention were reported.

Event description:
New information received on (B)(6) 2015 states that the lead exhibited high left ventricular impedance again. No intervention had been reported.